Manufacturer narrative:
The field service engineer replaced the potassium electrode, sipper probe, sipper cover and readjusted the height. Qc was performed with expected results. The investigation did not identify a product problem. The cause of the event could not be determined. As the qc recovery was within the acceptable range, there was no indication for a performance issue of the reagent. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable ise indirect gen.2 results for one patient sample from the cobas 6000 c (501) module. The initial sodium result was sodium 117 mmol/l and the repeat result was 141 mmol/l. The initial chloride result was 127 mmol/l and the repeat result was 102 mmol/l. The questionable results were reported outside of the laboratory and were corrected. The sodium electrode lot number was j67 with an expiration date of 24-oct-2021. The chloride electrode lot number was b78 with an expiration date of 25-sep-2021.